Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified several tool marks. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2016 after a shock was attempted. A second shock was then attempted which resulted in a shock impedance measurement of ¿n/r¿. A third shock was attempted and the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Laboratory analysis confirmed the reported clinical observations as a result of a shock into a shorted lead condition.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited error codes 1004 and 1007 indicating a shorted shock lead condition and prolonged capacitor charge times. A revision procedure was performed wherein the device and competitor right ventricular (rv) lead were explanted and replaced. Insulation damage was observed on the competitor rv lead at the time of revision and a fracture was also suspected as a guidewire could not be inserted. A revision procedure was performed wherein the device and lead were explanted and replaced. No adverse patient effects were reported.